Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms which were reproduced while running the device with a loaded set. The false messages were confirmed through a review of the event history log and were found to be caused by a failed upstream sensor. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.